Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cm2e1 multiple issues were experienced on the same day. Users initially reported being unable to log in, as the username field would not populate; this was resolved after rebooted the device. Subsequently, main drawer 3.2 was not detected on the bus and was resolved after a 10-minute reboot. However, followed this reboot, the auxiliary drawer was no longer detected on the bus, and the issue could not be resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer device 3.2 was not detected on bus. A field service engineer (fse) arrived on site and troubleshot the issue. All back covers were removed, and all row board cables were tightened. After boot-up, the system was tested and found to be working properly. The system functioned as intended after the field service engineer repaired the device.